Event description:
2/27/97- nurse reported peep (manometer) read 8- dial set at 4. Respiratory therapist made an adjustment. Peep appeared to be at the ordered level of 4 but the pt's respiratory status began to deteriorate. 6 hours after this event, pt diagnosed with a pneumothorax. Manometer observed hourly 2/26/97-2300-set at 4 2/26/97-2400-set at 4-read 8